Manufacturer narrative:
The device was returned, and evaluated by olympus. The user's report was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was reported that the olympus lucera gastrointestinal videoscope was producing a blurry image during procedure preparation, prior to the patient entering the room. There was no patient harm reported as a result of this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted as a correction. Corrected field, b3. Should additional information be received that alters this event, a supplemental report will be provided.